Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), valve malposition requiring intervention, and device embolization are known potential complications associated with the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Patient and procedural factors that can contribute to ventricular embolization include improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, and minimally calcified aortic leaflets. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the poor coplanar view attributed to the too ventricular placement, which in turn caused the embolization of the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During the transapical valve placement, the valve was deployed too low in the aortic annulus, 10:90 aortic/ventricular (a/v). The valve was not well seated. A second valve was prepped and the first delivery system was removed. The valve embolized into the ventricle. The second valve was not used and the procedure was converted to surgical valve placement. It was indicated that the coplanar angle was ¿not good¿, and that led to the too ventricular placement of the valve. The pre-position of the valve was 35:65 a/v. The patient¿s native annulus area was 459mm2 via CT (which was considered poor); 20mm2 was the minimum measurement and 27.9mm2 was the maximum across the annulus. There was moderate annular calcification, and moderate to severe leaflet calcification.